Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, the cutting device seemed to stick several times moving in and out of the harvesting cannula. They were able to finish the case with this device reported. They stated that this was not an issue for the patient. There was not patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)there were 2 additional similar complaint reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of ¿¿nov 2021¿ through ¿feb 2022¿¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period march-2020 through feb -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 /4105/13/22) enter investigation the device was returned to the factory for evaluation on 04/15/2022. An investigation was conducted on 04/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. The harvesting device was returned partially inserted into the cannula. There were no visual defects observed on the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. There were no visual defects observed on the harvesting device. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula. The harvesting device would not fully advance into the cannula. Based on the returned condition of the device and the evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
N/a.